Event description:
While wearing the external equipment the pt reportedly experienced intermittencies with the device. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The decision was made to explant the pt's device. This surgery has been scheduled.